Event description:
On 07/29/1998 the account reported a axsym bhcg result of 117 mlu/ml, which was questioned by the physician. The lab repeated the sample and a result of 111,000 mlu/ml was obtained. The dr had stated that the pt was around 11 weeks pregnant. No treatment was given based upon the first result. No report of injury.